Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that up button was unresponsive, but there was no issue with other buttons. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/20/2013 -device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: visual inspection showed that there was no visible damage to the keypad. The ¿up arrow¿ and contrast buttons were unresponsive to presses. The ¿down arrow¿ and ¿ok¿ buttons were responding to presses properly. Contamination or damage was not found with any of the button contacts upon removal of the rubber keypad. The pump casing was removed and it was observed that the keypad flex was damaged. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.